Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify the event. You have stated that the device "after fired, only with cut line, but no staple".where within the gap setting scale was the orange indicator prior to firing? What confirmation was received that the device was fully fired? Were the staples seen in the surgical field? Was the cut line fully circumferential around the target tissue? If the device fully cut, were both tissue donuts present? Were both donuts complete? How many counter-clockwise revolutions were used to open the device? How was it confirmed that the anvil was free from the tissue prior to removing? After firing was the adjusting knob turned ½ to ¾ revolutions? Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue?

Event description:
It was reported the during the radical resection of esophageal carcinoma, after firing the device, only a cut line but no staples. Another like product was used to complete the procedure. There are no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n57g09. Device evaluation: the analysis results found that the ccs25 device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Photographic analysis first picture shows a rsc box of an ccs25 device. Second picture shows a device that appears to be used, due to a black pieces aside of the anvil can be appreciated. Third picture shows the device inside the package, black pieces aside the anvil can be appreciated, the package can be seen opened. Based on the picture alone no conclusion could be reached on how the reported event occurred. Additional information was requested and the following was obtained: can you please clarify the event. You have stated that the device "after fired, only with cut line, but no staple." Where within the gap setting scale was the indicator prior to firing? The green color was in the indicator window. What confirmation was received that the device was fully fired? Yes, the firing trigger is plastic to plastic. Were there staples seen in the surgical field? No was the cut line fully circumferential around the target tissue? Yes if the device fully cut, were both tissue donuts present? Yes were both donuts complete? Yes how many counter-clockwise revolutions were used to open the device? ½ to ¾ revolutions how was it confirmed that the anvil was free from the tissue prior to removing? Checked the tissue after firing was the adjusting knob turned ½ to ¾ revolutions? Yes was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Yes